Event description:
The customer stated that she tested her blood glucose and got a reading of 480mg/dl. She retested immediately after, and got a reading of 250mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation and replacement strips will be sent.